Manufacturer narrative:
D4, d5 and d7a: updated. H4 - device MFR date: should be blank. H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
An event was reported involving a cadd pump that was repeatedly alarming approximately every hour during infusion. Although the alarm could be temporarily reset, it recurred after about one hour and had the potential to cause interruptions in therapy. The incident involved the patient; however, no harm or adverse events were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.